Event description:
It was reported that pump battery was not charging and customer provided no additional details about the issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to return pump for evaluation, and distributor arranged replacement pump while awaiting return of original device.